Event description:
It was reported that a malfunction code was received by the customer. There was no adverse impact to the customer¿s blood glucose level. The pump's return was anticipated for further investigation, but there was no additional information regarding corrective actions or the customer's outcome.